Manufacturer narrative:
The provided data logs showed that the pump flow decreased on (B)(6) 2021 at 11:11 and never recovered. Suction alarms were triggered shortly after. The flow remained decreased for the remainder of the run. The product was returned for evaluation. It was observed that both impeller blades were broken. The pump was run in the lab and low flows were reproduced. The cause of the low pump flow was fractured impeller blades. Because fluroscopic imaging of the pump/additional evidence was not returned, a definitive cause of the fracture could not be determined. Based on the characteristic of the fracture, it was likely caused by an interaction with the pci catheter.

Event description:
The complainant reported a (B)(6) hispanic/latino white female patient had impella cp pump inserted in the right femoral artery (rfa). The pump¿s flows dropped to <1 l/m, pump was explanted, another pump was inserted and the pump was returned for investigation.